Manufacturer narrative:
¿Date of event¿ is estimated. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective therapy. X-ray confirmed that the drg lead had migrated. Surgery occurred during which the lead was explanted and replaced to address the issue. During the same surgery, the ipg was repositioned as documented in related manufacturer reference number 1627487-2020-21969.